Manufacturer narrative:
The insulin pump was received with loose/protruded drive support disk, minor scratched display window, cracked reservoir tube lip and cracked reservoir tube. The insulin pump alarmed prime during prime test and alarmed motor error during basic occlusion test due to loose/protruded drive support disk.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states drive support cap was protruded. Customer's blood glucose was 157 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.